Manufacturer narrative:
Citation: sztejfman, m. Journal of the american college of cardiology, impact of cusp-overlap technique on pacemaker requirement among patients receiving transcatheter aortic valve replacement. 2020. 76(17). Earliest date of publish used for date of event. Medtronic products referenced: evolutr and evolutpro (PMA p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of cusp-overlap technique on permanent pacemaker requirements after the implant of a transcatheter aortic valve (tav). The dataset was collected from the tav registry of two centers between 2017 and 2019. The study population included 65 patients (predominantly female, mean age 80 years. All patients were implanted with a medtronic evolutr or evoutpro tav. Fifty patients were implanted with the valve using a conventional technique. The remaining fifteen patients were implanted with the valve using a cusp-overlap technique. Unique device identifier numbers were not provided. Among all patients, adverse events included: left bundle branch block (lbbb), permanent pacemaker implant, greater than mild paravalvular leak (pvl), coronary obstruction, shock, and major bleeding. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that a medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.